Manufacturer narrative:
This report is submitted on september 25, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [125955 - device analysis report.pdf]

Event description:
Per the clinic, the patient experienced extrusion of the receiver stimulator resulting in the decision to explant the device on (B)(6) 2018. The patient was not reimplanted.